Manufacturer narrative:
Concomitant products: sgw stab plus .014 180cm st ss, balloon catheter and slippery wire and diagnostic catheter. The product is being returned for analysis, however has not yet been received. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment to the iliac artery, it was reported that when the outback elite catheter was removed, it was noted immediately by the physician, that the l/t marker was still inside the patient. Procedure continued with further dilatation of the subintimal space with balloon dilatation catheters; procedure then continued with slippery wire, diagnostic catheter, new stabilizer wire and a new outback catheter. Positioning of this catheter considered acceptable and cannula entered into the true lumen of the vessel; completed the rest of the procedure with bifurcation stenting and multiple covered stents (v12). L marker which remained inside the patient is now trapped in the false lumen behind the covered stent. When catheter examined, checked to ensure that cannula was still attached which it was. There was no patient injury reported. The procedure was performed per IFU. Slippery wire entered subintimally to the desired re-entry point. A diagnostic catheter was then used over top of this. Slippery wire was then exchanged for a stabilizer wire; diagnostic catheter then removed and the outback elite was backloaded and advanced over the stabilizer wire as far as possible. Physician considered position might be a little bit short therefore decided to exchange device and find a better location for re-entry. The iliac artery was heavily calcified as noted by angiographic imaging. Pictures have been received and the product will be returned for analysis.

Manufacturer narrative:
Additional information received indicated that there was no damage to the outback device noticed prior to opening the package. There was no excessive torquing of the catheter. There was no patient injury reported. The device was straight prior to loading. The outback elite was advanced without any issues over the recommended 0.014 cords stabilizer wire. The device did not kink in the area of separation. There was minimal resistance withdrawing the device, however it was noted that no different to then any other catheters. The physician has done 20+ cases using the outback. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a report was received that when an 80cm outback elite re-entry catheter was removed from the patient, the distal tip was noted to have separated and was retained within the patient. The procedure was completed with the use of another outback catheter, balloon angioplasty and the placement of multiple non-cordis covered stents; thereby trapping the retained distal tip in the vessel false lumen behind one of the stents. The event involved a patient undergoing percutaneous intervention of a target lesion in the left iliac artery. This target lesion was described as heavily calcified. He patient¿s vasculature was accessed via an ipsilateral approach and an 0.014¿ cordis stabilizer guidewire advanced into the subintimal space to the desired re-entry point. The site reported that the outback device had been prepped according to the instructions for use (IFU) and that no damage was noted on the device prior to use. The device had been kept straight prior to loading it on the guidewire. The device was advanced without issue and excessive torquing had not been required. At this point, the physician noted that the position of the outback catheter was ¿a bit short¿ and opted to exchange the device to obtain a better location for re-entry. The outback catheter was removed. The site reported that there was minimal resistance during the withdrawal of the device but that this was no different from the physician¿s previous experience with over twenty other outback procedures. When the outback catheter was removed, the physician noted that its¿ cannula was still attached without kinks but that the lt marker was visible within the patient¿s left iliac region on angiography. The site provided an angiographic image depicting an outback catheter in situ in the left iliac artery region with what appears to be the distal tip and lt marker of another outback catheter. The procedure was then successfully completed with another outback catheter, balloon angioplasty and the placement of multiple non-cordis covered stents (including the bifurcation); thereby trapping the retained distal tip and lt marker in the vessel false lumen behind one of these stents. One non-sterile outback elite 80cm re-entry catheter was received for analysis inside a plastic bag with the needle fully deployed. No other anomalies were observed on the returned device. The catheter tip was inspected under the vision system and revealed the lt mark mentioned in the event description affixed to the catheter distal tip. No other anomalies were observed. Functional testing of the needle actuation via distal movement of the deployment slide was successfully performed. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿catheter tip/distal tip ¿ fractured/separated-in patient¿ event was not confirmed based on the results of the vision system. However, the angiographic image provided by the site appears to depict a distal tip and lt marker in the iliac artery. Attempts to clarify whether the site returned the non-complaint outback catheter or not have been unsuccessful. The product IFU cautions the users that excessive calcification at the site or re-entry may impair performance. The product IFU also instructs the user to always visualize tracking of the catheter tip over the aortoiliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/ delivery, the user is to determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aortoiliac bifurcation, may have contributed to the reported event. Neither the device history record review nor the product analysis of the returned device suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.